Event description:
A customer reported experiencing cartridge alarm 20 multiple times outside of the load process. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the customer's pump and provided instructions for returning the problematic pump. The customer was informed they would receive a replacement pump with updated software and advised on proper procedures for using a g7 sensor with this new pump. The customer will use a backup insulin pump for insulin delivery.